Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with a sterling product pouch and stopcock. The stopcock was attached to the hub; as received. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were multiple kinks throughout the shaft. Microscopic examination of the balloon and shaft revealed a 17mm longitudinal tear from the mid-section to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that 'balloon was not correctly built for use' occurred. A 4.0mmx20mmx80cm (4f) sterling¿ catheter balloon was selected to dilate the lesion but it was noted that the 'balloon was not correctly built for use'. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon torn longitudinally.